Manufacturer narrative:
Further clarification from the customer revealed that this complaint is a duplicate and was created in error. This event was already reported in MDR 3002637618-2024-00032 and investigation will be provided in the final report for that complaint. Investigation is still underway.

Manufacturer narrative:
Siemens has reviewed the instrument files provided by the customer and was able to observe the customer complaint. The software update includes the ability to support custom sample options on the device, including arterial capillary and venous capillary. However, when this information is transferred to the lis, only "venous" is displayed for venous capillary samples and "arterial" for arterial capillary samples. A cross-functional team has been assembled to determine next steps.

Event description:
The customer reported that after updating their rp500e instrument to the latest software, v5.3, capillary samples are transmitted as arterial samples. The customer claims that they is measuring "capillary", but the device is sending "arterial" to the lis. There is no report of injury due to this event